Event description:
Pt reported that they passed out due to low blood glucose (23 mg/dl) and was treated by emts. Pt was treated with food and infusion of "sugar water." Pt declined emts' suggestion that they be transported to the hosp.